Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2006, the reporter contacted animas and alleged the pump repeatedly lost prime and the patient had a blood glucose (bg) of 52mg/dl with blurry vision, tunnel vision, confusion, and sweatiness, due to the patient priming while attached after loss of prime warning. The patient required no unusual care and the continued on the pump. Customer support attributed the event to an issue with the cartridge. This complaint is being reported as the patient experienced hypoglycemia following the loss of prime warning.